Manufacturer narrative:
The device was received for evaluation. Visual inspection and function testing, including leak testing, clear passage test, and clamp function testing were performed. Particulate matter was noted as a white residue inside the tubing. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter which seemed like fibrin was observed inside the tubing near the titanium adapter. This event occurred during use with patient involvement. The transfer set was exchanged with a new one at the hospital. The transfer set had been used for thirty days since its connection. There was no patient injury or medical intervention associated with this event. No additional information is available.